Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip was fully deployed and was not returned. There was a kink in the control wire and the sheath grip was detached from the over sheath. These failures are likely due to anatomical and procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked on to tissue but failed to release from the catheter. They squeezed the handle very hard in order to release the clip; however, the handle broke. Eventually, the clip was able to release from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked on to tissue but failed to release from the catheter. They squeezed the handle very hard in order to release the clip; however, the handle broke. Eventually, the clip was able to release from the catheter and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.